Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f402; triathlon cr fem comp #4 r-cem; lot# cnb9y, cat# 5520-b-400; triathlon prim tib bplate cemented sz 4; lot# a7e4hb, cat# 5550-g-339; triathlon symmetric x3 patella; lot# hwmy, cat# 6195-1-001; simplex hv with gentamicin us 1 pack; lot# 711ba850cy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to infection. An I&d with washout and poly swap of a 4x9 cs insert was performed.